Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, it was a case of an implant of a 29 mm sapien 3 valve, in aortic position by left carotid approach. Device preparation was performed correctly, and no issues were identified during preparation. All preparation steps were followed as intended, including removal of the stylet only after crimping. When attempting to insert the delivery system onto the guidewire, the internal lumen appeared to be blocked approximately in the middle of the catheter, approximately 30 cm beyond the nosecone, preventing insertion. As a result, the valve and delivery system were changed, and a new certitude kit was prepared. The procedure was then completed, and the final patient outcome was stable. The patient was discharged four days after the procedure. As per pre-decontamination evaluation, leakage was observed through the nose tip while inflating the balloon.